Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2024, a reduced profile gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) was implanted in the left renal artery in an endovascular procedure to treat an aneurysmal disease. The vbx device was advanced through an unknown size and brand introducer sheath over a 0.035" rosenwire. Reportedly, the balloon portion of the vbx device ruptured when inflated to 2 atm. The stent portion of the vbx device stayed in place and was able to be successfully deployed in the intended location with pta balloon. There were no consequences or impact to the patient.

Manufacturer narrative:
Section h6 updated to reflect completion of investigation. Manufacturing records were reviewed, and the device met all pre-release specifications. The delivery system was returned to gore for evaluation and balloon leakage was confirmed when attempting inflation during evaluation, consistent with the complaint details as reported. The root cause and timing of the formation of the observed leakage pathway could not be established with the information available including evaluation of the returned vbx device. Further information regarding this event was requested by gore, but no further information has been reported, therefore this investigation is considered complete.